Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, after attempting to place to place the tibial trial, it was noticed that the post holes were shifted back did not line up with the resection. The tibia checkpoint was not passing at 2.5mm. The case was successfully completed.

Manufacturer narrative:
Follow-up #1: submitted to correct section based on the initiation of investigation.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, after attempting to place to place the tibial trial, it was noticed that the post holes were shifted back did not line up with the resection. The tibia checkpoint was not passing at 2.5mm. The case was successfully completed.